Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was not returned. The clip was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the clip appeared typical. R & d engineering evaluated the sample further. No dimensional or physical issues were detected on the clip. The clip was confirmed to be well formed. The clip applier was also not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The loose clip was manually loaded into the applier and then was successfully applied to over-stressed surgical tubing. The clip was able to remain closed without unlocking on the tubing. No functional issues were found with the returned clip. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip reopens after locking" was not confirmed based upon the sample received. Upon functional inspection, the returned clip was able to successfully close onto over-stressed surgical tubing and remain closed. R & d engineering also evaluated the sample. No dimensional or physical issues were detected on the clip. The clip was confirmed to be well formed. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that a clip, which was ligated by an endo-applier, reopened. Therefore, a new package was opened to complete the operation. The clip was presumably withdrawn; however, it is not quite sure whether it remained in the patient or not so far. The description will be updated once additional information is provided. Additional information indicates that the clip was removed from the patient and no surgical intervention was required for the removal.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip, which was ligated by an endo-applier, reopened. Therefore, a new package was opened to complete the operation. The clip was presumably withdrawn; however, it is not quite sure whether it remained in the patient or not so far. The description will be updated once additional information is provided. Additional information indicates that the clip was removed from the patient and no surgical intervention was required for the removal.